Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the epicardial left ventricular (lv) lead exhibited broad paced complexes. The lead remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the adapt response clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated patient condition as arrhythmia present. It was also reported that the lv lead was placed anteriorly due the patient has a challenging anatomy with no cs access during multiple attempts which led to epicardial lv lead placement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the lv lead exhibited elevated threshold. The lv lead was capped, not replaced and remains in the patient. A different left ventricular lead was added. It was also reported that the patient's coronary sinus (cs) could not be cannulated.